Event description:
It was reported that the system displayed error messages and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cables. The system operates as intended.